Event description:
It was reported that the right ventricular lead exhibited high impedance. The patient fell in (B)(6) of 2013, which may have contributed to the event. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.